Event description:
Procedure: wedge resection. According to the reporter: laparoscopic wedge resection: intra-operatively, the doctor had the idrive in his hands. Without additional manipulation, the adapter made a cycling noise, with the reload still attached to the adapter. The reload uncontrollably articulated. Blue status light came on. Reload removed and reattached, which initially fixed the problem, but then the issue proceeded to happen two more times. Eventually a disposable handle was opened (the egiauxl) and this completed the case with no further issues. There were no adverse outcomes for the patient reported. No reinforcement material was used. There was no unanticipated tissue loss, no tissue damage, no blood loss of 500cc or more, and no extension to surgical time by more than 30 minutes.

Manufacturer narrative:
(B)(4).